Event description:
On (B)(4) 2012, a spontaneous report was received via email from a company rep regarding a female (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). On (B)(4) 2012, additional info was received. Based on the info received, the case was upgraded due to unexpected severity and the product was confirmed as restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine), not restylane as was previously reported. Medical history, the pt's skin type, and concomitant medications were not reported. The pt received an injection of restylane (syringe size and volume injected not reported) on an unspecified date in (B)(6)2012 to an unspecified site, which may have included the temple area. Pre-procedure medications and additional procedures performed at the time of implantation were not reported. On an unspecified date in (B)(6) 2012, after the implantation, the pt developed excruciating pain and burning on the side of her face and to a good portion of her scalp. The pt could not touch her scalp because it was so painful and raw. On an unspecified date in (B)(6) 2012, the pt was evaluated by the injecting registered nurse (rn), who treated the pt with ice and arnica. The rn advised the pt that she would be "loving it" in a few days and that there would be no more pain. The pt additionally reported, that she felt that the product had been injected intravenously at the temple area and that the rn should have injected hyaluronidase right then into that vessel. On an unspecified date in (B)(6) 2012, after 4 days of continued symptoms, the pt was evaluated at an urgent care. Unspecified antibiotics and an "anti-viral" were prescribed and the pt was sent home. On (B)(6) 2012, 3 weeks after the injection, the pt was "still pretty miserable" and "all she wanted to do was cry and cry". The pt had balding spots which were "quite alarming" and "cellulitis-type sores" on her scalp. The pt also noted that the blood vessels were showing bright red through the skin over a large part of her scalp on the side and on the top of her head. The pt was concerned that her symptoms were going to cause permanent damage, such as scarring and hair loss. On (B)(4) 2012, additional info was received from the pt. The following events were added to the case: livedo reticularis, rash pustular, cellulitis, herpes zoster, pruritus, skin hyperpigmentation, and anxiety. The pt was (B)(6) at the time of the event. The pt had not received previous treatments in the affected areas with similar products or permanent implants. Medical history included coronary stents, high blood pressure, and coronary artery disease. The pt's skin type was not reported. Concomitant medications included dyazide (triamterene and hydrochlorothiazide), estradiol, progesterone, omega 3, vitamin d3, unspecified multivitamin, artichoke extract, coenzyme q10, vitamin c, zinc, choline, inositol, and vitamin b supplements. The pt received a 12 ml injection of restylane-l (syringe size reported as unk) on (B)(6) 2012 to unk sites "in the face". The pt did not receive any pre-procedure medications and no additional procedures were performed at the time of implantation. On (B)(6) 2012, within 1 hr of the injection, the pt developed burning pain on top of her scalp by the forehead area and her head "felt like it was going to explode". On an unk date in (B)(6) 2012, the pt developed mottling, pustules to the right side of her face, hair loss (also reported as "bald on the right side of her scalp") and her scalp was achy and itchy. On an unspecified date in (B)(6) 2012, the pt emailed the injecting rn pictures of her symptoms. The rn advised the pt that "it looks like shingles" and recommended treatment with ice and arnica, which the pt followed. On an unspecified date in (B)(6) 2012, the pt was evaluated by a dermatologist who diagnosed the pt with a bacterial infection (also reported as "strep on her scalp") and shingles (also reported as "cellulitis versus shingles"). The dermatologist also performed a biopsy of the pt's scalp. Treatment included outpatient intravenous (IV) vancomycin for 2 days, an unspecified antiviral, and clobetasol topical solution twice daily. The pt started treatment with the clobetasol solution on an unspecified date in (B)(6) 2012 (reported as "4 days ago" from the date of the report). As of (B)(6) 2012, the mottling has resolved. The aching and itching of the pt's scalp and hair loss were ongoing. The right side of the pt's face "looked like she had bad acne", which the dermatologist advised was hyperpigmentation. The results of the biopsy of the pt's scalp were pending. The pt further reported that her "brain doesn't work as well since this happened and it was related to the anxiety of this" and that she "thought the injector injected the restylane-l in her blood vessel". The lot number and exp date were unk.

Manufacturer narrative:
Company comment: the events are unassessable due to lack of medical confirmation.